Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had cosmetic damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is missing strip on the top of screen. The customer stated the damage occurred on normal wear and tear. The damage is at the back of pump/screen and clip. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. The insulin pump passed the displacement test. The insulin pump was received with case cracked behind the insulin pump near the battery compartment and missing display window cover. The initial report and or supplemental report had the incorrect aware date. The correct aware date is december 16, 2015. (B)(4).